Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Review of stored device memory noted a pacemaker mediated tachycardia (pmt) episode that was stored around the time of the syncope. Boston scientific technical services (ts) discussed that the pmt episode appeared to be due to atrial tachycardia causing the device to pace at the maximum tracking rate. No additional adverse patient effects were reported. This product remains implanted and in service.